Event description:
It was reported that during the procedure, the laser displayed errors 58 and 142, and the foot pedal was not working. The errors were unable to be cleared, so the procedure could not be completed. This event is being reported for an aborted/canceled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
After the foot switch was replaced, the issue was resolved, and the unit was within specification. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the information available, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during the procedure, the laser displayed errors 58 and 142, and the foot pedal was not working. The errors were unable to be cleared, so the procedure could not be completed. This event is being reported for an aborted/canceled procedure with a patient under general anesthesia or whose sedation status was unknown.